Event description:
The ge oec 9800 fluoroscopy system would not boot up. Intermittent issue since fse denied access to system for 2 days to repair.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the filament regulator pcb was removed and replaced. The system was unavailable to be repaired for 2 days because of use by facility. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.